Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, previous investigations with this failure found it is suspected that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Slapphammer being used to back out a stem. Weld broke on slaphammer tip.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the threaded tip of the slap hammer is broken. The investigation could not draw any conclusions about the reported event with the information provided; however, previous investigations and consultations with depuy engineering regarding this type of report has determined that it is possible that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. Impacting or levering when not fully seated within the mating cup can transfer the load/pressure onto the threaded tip rather than being distributed with the body of the instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.